Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead dislodged, it displayed low impedance, under-sensing, noise, and high thresholds. An attempt was made to re -position the lead; however, the helix would not extend. When the lead was removed tissue at the tip was found. The lead was replaced and no patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) registry clinical study.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the lead was returned stretched, with the stylet stuck in lead and cannot be remove due to dried blood obstruction in the distal conductor. The blood in the distal conductor most likely entered though the df-4 pin. No inner insulation breach was observed. The helix was fully retracted with tissue on it. There appearance the drive shaft lug stuck behind the retraction stop. The helix would not be extended due to drive shaft lug stuck behind the retraction stop. /over-retracted.